Manufacturer narrative:
A zoll representative spoke with the customer and user has resolved the power issue with the autopulse platform and it will not be returning for evaluation.

Event description:
During patient use, the autopulse platform (serial # (B)(4). Did not power on. Crew performed manual CPR. The following day, the crew tested the platform with different new autopulse li-ion batteries but issue persisted. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.